Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia not reported. The patient was hospitalized for the event. On an unknown date, the patient underwent an unspecified hernia surgical procedure. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.